Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation revealed a black viewing area which was caused by a bent shaft. Typically a bent shaft is caused by prying/leveraging the device during use when it is not properly inserted into the guide sheath and/or mishandling. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during use, the view of the scope became cloudy. The surgeon made an attempt to correct the problem by wiping the distal end of the lens. This attempt did not correct the cloudy view, and also at this point the view had become black. The procedure was then converted from an arthroscopic procedure to an open procedure to complete. The procedure was a carpal tunnel release. No patient information was available.